Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device under-delivered and did not deliver the full programmed medication. Reporter stated that the patient returned and the pump indicated only 82 ml remained but, upon inspection of the bag, 229 ml was still present. The event took place at the patient¿s home. No patient harm/adverse event was reported.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump had under-delivered, where it showed 82 ml remaining, but 229 ml remained in bag. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.